Event description:
As part of a legal dispute intuitive surgical, inc. Received information regarding a patient that underwent a da vinci s supracervical hysterectomy for fibroid uterus and menorrhagia on (B)(6) 2011. Intuitive surgical was provided with the operative report there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. The uterus was of 14-16 weeks size and significant adhesions of the bladder to the cervix and anterior portion of the uterus were encountered. The abdominal fascia was noted to have a hernia during trocar placement. The ureters were visualized bilaterally shortly after the robot was docked. Adhesions were lysed using both blunt and sharp dissection. There was a report of an intraoperative complication, namely a 2cm cystotomy in the posterior wall towards the floor of the bladder, far away from the trigone, which was repaired by a urologist using a 2 layer repair. Indigo carmine was administered to ensure bladder integrity. A separate consultation report was provided. The patient tolerated the procedure well and was brought to the recovery room in stable condition. The discharge date was not provided. On (B)(6) 2011, a cystogram was performed which revealed no leakage of contrast from the bladder. No additional information was provided after the cystogram report.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci s surgical procedure.